Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : there are no allegations against this product and no device was received for examination. All available radiographs were reviewed and no evidence of implant fracture, disassociation or anything indicative of a device non-conformance was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no evidence or deficiency suspecting an error in manufacturing/material was identified. A manufacturing records evaluation (mre) was not necessary (nor possible without the lot code).

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled " simultaneous bilateral acromial base fractures after staged reverse total shoulder arthroplasty: a case report". Literature article entitled "simultaneous bilateral acromial base fractures after staged reverse total shoulder arthroplasty: a case report" written by du-han kim, beom-soo kim, and chul-hyun cho. Published by world journal of clinical cases published online/accepted by publisher 6 jan 2021 was reviewed. The article's purpose was to case study a (B)(6) year old male treated with staged bilateral rtsa at a two-month interval. At 5 and 3 months after right and left side surgery, the patient returned to the outpatient clinic with severe pain and limited motion of both shoulder joints for 2 weeks without a traumatic event. A computed tomography scan revealed nondisplaced acromial base fractures of both shoulders. The patient was treated bilateral with an open reduction and internal fixation using a competitor plate for each shoulder. The left shoulder involved a depuy delta xtend reverse shoulder, while the right shoulder involved competitor products. There is no evidence any products were revised. There is no alleged product deficiency involving a depuy product or indicating the delta xtend shoulder caused the acromial base fracture. X-ray and CT images can be found on pages 3, 4, and 5 of the literature article. Depuy products with known adverse event(s): metaglene, locking screw x 2, glenosphere, humeral cup, humeral epiphysis, humeral stem. Adverse events: the patient was experiencing the following patient harms prior to revision: pain and decreased range of motion.